Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the air that entered the steerable guide catheter. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The clip introducer (ci) of the clip delivery system (cds) was inserted into the steerable guide catheter (sgc). When the ci reached the hemostasis valve, air entered the hemostasis valve. The cds was retracted and the air was aspirated out of the sgc. A new cds was prepared and inserted into the sgc, but the same issue occurred. The sgc was replaced and the procedure continued. One mitraclip was implanted reducing mr grade to 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Visual and functional testing was performed on the returned device and the reported steerable guide catheter (sgc) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Review of the complaint history identified no other similar incidents reported from this lot. A definitive cause for the reported leak in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.